Event description:
A healthcare facility in (B)(6) reported via our distributor that in a set-up which included the 900mr560 temp. Probe, the high temperature alarm was activated during use. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The complaint 900mr560 temp. Probe is currently en route to fisher & paykel healthcare in (B)(4) for investigation. We will submit our findings in a f/u report following receipt of the device and completion of our analysis.